Event description:
Additional information received indicated the device was explanted and replaced to resolve the event. The patient was in stable condition following the procedure.

Manufacturer narrative:
The customer complaint of failure to reprogram the device was not confirmed. The device was received in normal range of operation and inductive telemetry working as expected. Functional analysis of device was performed, including telemetry and device programming, and no issues or anomalies were observed. A longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During an in clinic follow-up, the device was unable to be reprogrammed by a merlin programmer. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.